Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated potassium result on the architect c8000 analyzer. The following results were provided. Sample ID: unknown: initial 7.2 mmol/l and repeat 4.3 mmol/l. Sample ID: (B)(6): initial 7.2 mmol/l and repeat 4.4 mmol/l. Sample ID: (B)(6): initial 7.0 mmol/l and repeat 4.2 mmol/l. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Troubleshooting of the analyzer included reviewing the instrument logs, inspecting the analyzer, removing and reseating the ict module. Field service resolved the issue by replacing the ict module, which was identified to be the likely cause. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the ict module identified no issues or trends. No other complaints have been received for ict module lot 170902. A review of architect c8000 tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.